Event description:
Tech alleged hi/low drift. He disassembled, cleaned and lubricated drive to resolve.

Manufacturer narrative:
Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.